Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date and went to emergency room. Customer blood glucose level was 485 mg/dl. Customer another blood glucose level was 484 mg/dl. Customer had arm pain and stated that they did take me off my pump and still high. Customer started going low and had some candy and ate a taco and another candy then blood glucose started going high. Customer took insulin with a needle so then it started going high again after bolus and it went high again. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The symptoms customer is currently reporting related was nausea and vomiting. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The initial MDR report was submitted with incorrect event date in b3 section. The correct aware date is april 14, 2021.

Event description:
Customer stated that they woke up and blood glucose level was 198 mg/dl and went to rehab and blood glucose was around 323 mg/dl so they though exercise from rehab would bring it down and it didn't so when they got home they changed everything out including their sensor and then they started having pain in the arms so they called emergency medical services and blood glucose level was tested and was 484 mg/dl and so ambulance took them to the hospital and blood glucose level was then a high number but customer did not recall what blood glucose was tested at and was admitted to the hospital. Customer's blood glucose level at the time of call was 109 mg/dl. Customer had a visit to emergency room. Customer was hospitalized overnight on april 14, 2021 for high blood glucose level and heart pain. Customer stated that the insulin pump was exposed to the x rays. Customer went to the emergency room for the reported high blood glucose value of 485mg/dl.